Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received the patient had difficulty charging the ipg. It was also noted that the ipg had shifted inside the pocket. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure. The patient was doing well postoperatively.

Event description:
A report was received the patient had difficulty charging the ipg. It was also noted that the ipg had shifted inside the pocket. The patient will undergo a pocket revision procedure.